Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, an error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to prime alarm. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 115mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.